Event description:
During case, surgeon requested 23 gauge straight laser probe but when it was used, surgeon stated laser beam was not clear. It was more of a circle beam as opposed to a sharp dot. He changed to a new probe of the same type and which had the same problem. The third time he switched to a different type and it worked. No harm to pt.